Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tubing was almost completely severed at the purple hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Through (B)(6) competent authority, the manufacturer was informed that the a patient underwent a PICC line placement procedure because a catheter leaked and had to be replaced. It was reported that in (B)(6) a nurse noticed that a patient¿s catheter was sectioned and leaked. The catheter had to be removed and replaced with another one in the peripheral vein. However, before being replaced the nurse tried to suck up the taurolock according to the user facility¿s protocol. During this process only air managed to be sucked in. Therefore, nacl 0.9% (saline solution) was injected to see where the leak was coming from and noticed that the PICC line was cut. The cut is visible between the extension tube and the purple base. The patient did not experience any additional adverse effects due to this occurrence.